Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported, both leads were exhibiting high impedances. And unable to be placed in MRI mode. As such, surgical intervention was undertaken. Wherein both the leads were explanted and replaced with a paddle lead. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.